Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported ""patient stated that her implant's consistency has changed" and "patient also has capsular fibrosis" baker grade iii. This relates to the left device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6a, g1, h6.

Event description:
Patient reported "implant consistency has changed" and "capsular fibrosis" baker grade iii. Patient representative late reported "device deformation and migration, severe pain, as well as depression and anxiety associated with the recall." This relates to the left device. Device remains implanted.

Event description:
Patient later reported hard breast, and tenderness. Healthcare professional reported "the patient presented at our clinic requesting bilateral implant removal. She complained of recurrent pain in the chest with increasing capsular fibrosis. Diagnosis: tumor-free fibrosed segments of the left breast capsule with evidence of foreign material in partly resorptive demarcation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.